Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient reported bg levels of "589 and 600 mg/dl" the patient mentioned that she felt sleepy. She also reported symptoms of tiredness, thirst, and frequent urination. The patient claimed that she had been having occlusions since (B)(6) 2011, when she went to work. Through troubleshooting, the animas representative discovered that the patient had been using the same site and set for the previous 6 days. The animas representative instructed the patient to disconnect from the site. The patient was able to prime and confirm that drops of insulin were seen at the end of the tubing. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels that can be associated with a serious injury. However, the patient's injury can be attributed to possible use error since she was using the same site/set for greater than 3 days and was encountering occlusions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):during evaluation, the rewind, prime and load steps were performed with no issues. The force sensor calibration test confirmed that the sensor was detecting the correct force. An occlusion was induced; no occlusions occurred during testing and the pump emitted the appropriate visual and audible alert. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.